Manufacturer narrative:
Concomitant medical products: 500fa23, mechanical valve, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection with swelling, white drainage and fever. The implantable pulse generator (ipg) system was explanted and a temporary lead was implanted with the explanted ipg used externally. The patient was treated with antibiotics and a new system will be implanted in the future. No further patient complications have been reported as a result of this event.